Manufacturer narrative:
Product analysis the device was returned with the red safety tab removed from the device, and the blue outer sheath was pulled away from the strain relief, the device was confirmed as 20mm from the strain relief, the device was returned with a kink on the gold isolation sheath approx. 8.5cm from the distal tip, the silver outer sheath was observed to be pulled down from the strain relief by approx. 5cm, the device was returned without the stent and there were dried biologics observed on the stent pusher, an in house 0.053¿ guidewire could not advance through the device. The device handle was separated, the pull cable was still attached to the deployment wheel and the device, a kink / damage was observed on the gold sheath at approx. 17.5cm from the back hub medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An everflex entrust was intended to be implanted. It was reported in vitro during prep the stent delivery shaft separated where it attaches to the handle. The blue section that is attached to the handle completely detached from the handle and slid up the delivery shaft. There also appears to be a separation in the outer core material from the handle. It was reported the device was defective when removed from the box. The device was never introduced to the patient. When the device was returned to the manufactuirng facility, it was noted that the device may have been used in a pateint.